Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the buttons were unresponsive and were harder to press and had to press around three times. The customer also reported that he received unexplained no delivery alarms and battery life was diminished. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.